Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 89 mg/dl and sensor glucose value was 66 mg/dl at the time of the event. Suspend on low limit in sensor settings was at 70 mg/dl. Insulin delivery was suspended due to difference between sensor glucose and blood glucose. The sensor will not be replaced for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.